Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer stated that she received a battery out limit during troubleshooting. The customer's blood glucose was 28 mg/dl at the time of the incident. The customer's blood glucose was 295 mg/dl at the time of call. The customer's blood glucose was 285 mg/dl at the end of call. The date of the hospitalization was (B)(6) 2015. The customer stated that the battery out limit occurred after inserting a battery during troubleshooting for the low blood glucose. The customer stated that the batteries were out of the insulin pump greater than duration allowed by the insulin pump. The insulin pump will not be returned for analysis.